Event description:
Heavy wear debris on p.f.c curved inlay. The bones showed extreme osteolysis. The anterior showed femoral had a defect of about 5cm length. Tibial- a lot of bone was damaged as well.